Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. The customer reported that they will not return the defective pcb. Therefore, no root cause could be determined.

Event description:
The customer reported transducer fault on vela. There was no patient involved as the reported issue occurred prior to patient use.